Manufacturer narrative:
As reported, the coil on the distal end of a pgw .018 180cm sv st steerable guidewire was found stretched upon removal from the dispenser therefore, the physician could not use it. The procedure was completed by using another sv wire. There were no reports of patient injury. The wire was removed from the dispenser by the distal floppy end. The wire was not used for treatment of another lesion prior to the event. One non-sterile pgw .018 sv short 180cm st unit was received for analysis. During visual inspection, an unraveled/stretched distal tip and a fractured/separated core wire was observed. The core wire was noted to be separated into two pieces. The separated portion of the wire was not returned for analysis. Sem analysis results presented evidence of plastic deformation on the damaged area of the unit. A product history record (phr) review of lot 35263306 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The events ¿distal tip-wires ¿ unraveled/stretched - during prep¿ and "guidewire - fractured/separated" were confirmed because an unraveled/stretched distal tip and a fractured/separated condition on the core wire was noted. Plastic deformations were noted on the damaged area of the wire. These findings are commonly associated with fractures/separations caused by material tensile overload. Therefore, it is assumed that the material of the wire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Removing the wire from the dispenser by the distal floppy end may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not pull the distal tip to remove guidewire from dispenser as it may damage the tip.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the coil on the distal end of a pgw .018 180cm sv st steerable guidewire was found stretched upon removal from the dispenser; therefore, the physician could not use it. The procedure was completed by using another sv wire. There were no reports of patient injury. The wire was removed from the dispenser by the distal floppy end. The wire was not used for treatment of another lesion prior to the event. The device will be returned for evaluation. Addendum: a fractured/separated condition was noted on the core wire.